Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found the suite pc did not boot, fse indicated the cause would be with the suite pc software. To resolve the issue, the fse reloaded suite pc software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.